Manufacturer narrative:
Investigation results: visual investigation: optically, signs of usage of erratic appearance can be found at the stem. Signs of usage and slight damages, especially on the plasmapore coating as well as at the neck area, can be found on the implant of erratic appearance. These signs originated most likely from the intraoperative inserting and removal respectively. Besides that, no abnormalities can be found. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a metha ¿cap 12/14 120°/0° size 2 (part # nc292t) was used during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, when the metha implant no. 2 was inserted into the bone, it sank deeper than the position where it could be fixed. The implant was removed, and then the procedure was successfully completed using another implant. The complaint device was returned to the manufacturer for evaluation. The patient had no infection and no health hazard was reported. Although requested, additional information has not been made available. The adverse event / malfunction is filed under (B)(4).